Event description:
A genesys procerva procedure set was used during a hydrothermablation procedure performed on (B)(6) 2012. (Patient date of birth is unknown). According to the complainant, a "fluid loss" alarm occurred at six minutes into the ablation. They checked and did not note any cervical leaks and proceeded with the procedure. The procedure was completed and no cervical leak was observed. The following day, the patient was admitted to the emergency room due to abdominal pain, nausea, vomiting and a fever. Additional follow up event information received on (B)(6) 2012 stated that an exploratory laparoscopy was performed which found pus in the vagina and abdomen. In addition, a first degree bowel burn was observed (size unknown), and the right fallopian tube was distended. No perforation occurred and the patient had an unspecified infection. Upon hospitalization, the right fallopian tube was removed via laparoscopic surgery and pus drained with tubes. Intravenous cipro and flagyl were administered. It is unknown what method of treatment, if any, was administered for the burn. The patient was released from the hospital three days later with prescriptions for oral cipro and flagyl. There were no further complications reported with this event. Upon a follow up medical examination on (B)(6) 2012, the patient's condition is reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.